Event description:
Consumer emailed to complain that after only a few days of use, the top piece has separated from the bottom piece. He wore it and it broke on him. Consumer has requested a refund for the purchase amount and supplied scan of his receipt and the lot code as such.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.